Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2019-11177. Additional, changed, and/or corrected data: a2, b3, g2.

Event description:
Patient reported left side capsular contracture baker grade IV. Patient later reported "left side capsular contracture baker grade unknown and rupture" diagnosed via mammogram, ultrasound and MRI. This record is for the left side. The device remains implanted.

Event description:
Patient reported left side capsular contracture baker grade IV. Patient later reported "left side capsular contracture baker grade unknown and rupture" diagnosed via mammogram, ultrasound and MRI. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Follow up for 9617229-2019-11177. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "left side capsular contracture baker grade unknown and rupture".